Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, a4, b5, h6.

Event description:
Patient reported a left side rupture. Healthcare professional additionally reported "pain, lump in the chest area, and capsular contracture baker grade iii. Healthcare professional later confirmed rupture. Device has been explanted and replaced with unknown manufacturer.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a left side rupture. Healthcare professional later reported pain, lump in the chest area, and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced with unknown manufacturer.